Manufacturer narrative:
D. Suspect medical device; corrected information; initial MDR inadvertently used the incorrect suspect device h4. Device manufacture date; corrected information; initial MDR inadvertently used the incorrect suspect device.

Event description:
Information was received that the patient had their vns explanted. No information was provided on what was explanted; however it was previously noted that the patient expressed a desire to have their full system explanted. The explanted products have not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 code e2402 used: proposed second level coding - protrusion to capture incidents of a device being visible under the skin.

Event description:
It was reported that the patient was referred for explant surgery due to a shortness of breath and an observed lump, the vns was also disabled. Further information was received, reporting that the surgeon incorrectly placed the lead resulting in complication of a lump being observed in their neck. Due to the placement of the leads, the patient also experienced pain. The patient felt better with their vns off and elected to fully explant the vns. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.